Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After placement of a non-boston scientific stent, a 3.50mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-boston scientific balloon catheter. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was an 8mm longitudinal tear in the balloon 4mm from the tip of the device. There was tip damage to the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After placement of a non-boston scientific stent, a 3.50mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-boston scientific balloon catheter. There were no patient complications reported and the patient condition was stable.